Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: skin irritation, autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5080958) that a female patient of unknown age who underwent breast prostheses implantation with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including itching, and other symptoms that continued: hepatomegaly of unknown origin, liver biopsy with abnormal cells, hashimoto's hypothyroid, lymphocytic colitis, ischemic, and colitis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2010. This medwatch form is for the left breast prosthesis.